Manufacturer narrative:
The field service representative (fsr) performed troubleshooting which included cleaning and replacing multiple parts which resolved the issue. A review of service history for serial number (B)(4) found no similar issues as described in this complaint and no additional discrepant results were reported. Return testing was not completed as returns were not available. A review of tracking and trending did not reveal any trends for the architect c803804 processing module. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c8000 was identified.

Event description:
The customer observed falsely elevated carbon dioxide (co2) on c8000 processing module for several patients. Only couple patient example provided: patient 1 initial co2 result=38 mmol/l / repeated on c4000 analyzer result=27 mmol/l / repeated on c8000 after lamp change result=28 mmol/l, patient 2 initial co2 result=30 mmol/l / repeat on c4000 result=23 mmol/l / repeated on c8000 after troubleshooting result=25 mmol/l ( normal reference range=22 to 29 mmol/l). There was no reported impact to patient management.